Event description:
It was reported that during a da vinci-assisted splenectomy procedure, a staple line bleed occurred after a grey sureform 30 reload was fired with a sureform 30 stapler instrument. The surgeon was firing over the splenic artery and experienced a lot of bleeding. The customer used a weck clip on the staple line to stop the bleeding, as well as an additional clip on the proximal portion of the artery. The procedure was completed robotically. According to the surgeon, the patient was reportedly "fine" following the event. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer reviewed the stapler logs for the stapler instrument used in this event and the following information was provided: the logs show sureform 30 stapler instrument (part #488530-13, lot #u80240624-0065) was installed on the system and fired 1 grey reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. No non-conformances were identified to be related to this complaint. A review of the site's system logs for the reported procedure date was conducted by an intuitive quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A large clip applier instrument was used 3 times, roughly 20 minutes after the sureform stapler 30 was installed. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Based on the details of the customer complaint obtained via follow-up, hemostasis was achieved with use of a weck clip.

Event description:
Refer to h11 for follow-up information.